Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). A remote interrogation revealed a code that indicated possible premature battery depletion. Upon review technical services (ts) noted multiple magnet applications occurred triggering the code erroneously. It was noted that the battery voltage shows it has already started recovering and the device is not prematurely depleting. Ts discussed that the code can be reset by a programmer. The s-ICD remains in service and no adverse effects were reported.

Event description:
It was reported that the patient reported hearing tones from the subcutaneous implantable cardioverter defibrillator (s-ICD). A remote interrogation revealed a code that indicated possible premature battery depletion. Upon review technical services (ts) noted multiple magnet applications occurred triggering the code erroneously. It was noted that the battery voltage shows it has already started recovering and the device is not prematurely depleting. Ts discussed that the code can be reset by a programmer. The s-ICD remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.